Event description:
It was reported that, "the pt had groin pain and was experiencing audible squeaking in certain positions, so the surgeon revised."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.